Manufacturer narrative:
Based on the results of the investigation, it is likely that the following led to the malfunction: the cable was flooded due to damage in the switch unit, and water entered the switch unit through the damaged part. The water was captured by the image capture system, and image capture system caused a communication failure, resulting in an image failure. A probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the subject device exhibited poor image quality (flickering, distortion) and a watertight defect. There was no patient involvement.